Manufacturer narrative:
Concomitant medical products: product ID 97714, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID 3708140, serial# (B)(4), explanted: (B)(6) 2016, product type: extension. (B)(4).

Event description:
Information received from the patient reported that they had a loss of stimulation and therapy from their implantable neurostimulator (ins). There were no falls or trauma reported related to this issue. Using the programmer, it was determined that the stimulation was on and had the ability to change the stimulation. The patient stated that they were not feeling the stimulation and had to increase the stimulation from 2 volts to 4 or 5 volts but this did not resolve the issue. They noted that there were a few programs where they were not feeling the stimulation at all. The patient indicated that they used to feel the stimulation from their shoulder to the hand but now was not getting stimulation to the hand (with most of the programs). Additional information received from the manufacturer¿s representative on dec. 7 , 2015 reported that, a couple of weeks prior, the patient was sitting on a couch and suddenly felt hot, sweaty, uncomfortable, and had a return of their pain. The patient tried to make adjustments with the programmer but the stimulation was not working the same. The patient did turn it up much higher but was concerned about keeping it that high in case they would get shocked. An impedance check first tested at 0.7 volts using the clinician programmer showed all electrode combinations were greater than 10,000 ohms except pairs with electrodes #0, 3, and 5 which were within normal range. An impedance check done at 1.5 volts showed electrodes 0, 3, and 5 still in normal range, electrodes 1 to 7 between 9000-10,000 ohms, and electrode pairs with 2, 4, and 5 were >20,000 ohms (all other high as well). Impedance testing at 3.0 volts showed electrodes 2 and 4 were between 20,000-24,000 ohms and electrode 6 >40,000 ohms. The representative had tried reprogramming using electrodes 0, 3, and 5 but only could get stimulation to the elbow, thumb, and some of the forearm. This did not fully address the target area for the stimulation. It was indicted that they may do imaging of the leads. Further follow up received on dec. 17, 2015 reported that the cause of the high impedances was not determined and remained unknown. Also, it was unknown what the results were of the lead imaging. It was noted that reprogramming gave the patient some coverage but it was unknown as to the amount of relief obtained. The indication for use of the implanted device was noted as spinal pain. Additional information received from a healthcare professional (hcp) via a manufacturing representative (rep) reported that several contacts were out of range and they were unable to get good stimulation coverage. When replacing, it was noted a boot was not added to the lead side of the extension. At this location, it was noted to have a fracture in the lead. Intra-op testing yielded good coverage. The extension was removed and the pocket was moved so that the 90 cm lead would easily reach the pocket with the excess slack. The lead was also replaced. After replacing, all the impedances were within normal limits between 800-1200. The issue was resolved at the time of this report.